Manufacturer narrative:
Lot number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a myosure for uterine tissue removal on (B)(6) 2014. The physician "cut for 9 seconds with minimal tissue obtained." The fluid deficit rose to 2500 ml. The physician believes he perforated and aborted the procedure. No intervention was required for the perforation and fluid was retrieved. The patient was "fine."